Manufacturer narrative:
Updated data: h2 h3 h6 image review: cine videos of the event were provided for review. Images were of the first valve loaded, the second valve and implant. There was no computed tomography (CT) or executive summary provided for anatomical considerations. It was reported that during a procedure involving a transcatheter aortic valve, the valve was loaded by a nurse under supervision. On screening, there was a notable segment of crowding on the inflow end of the valve. There was debate on whether the crowding reached node four or not. The patient's anatomy was heavily calcified with extreme cusp and sinotubular junction (stj) calcium. And the physician was not comfortable implanting the valve with the degree of crowding. The valve was not used, and a new valve was loaded successfully. After reviewing of the images in multiple projections it appears the overlap or ¿crowding¿ does touch the fourth node. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Evidence showed the second valve is not a misload, and was implanted successfully after a recapture and post balloon aortic valvuloplasty (bav). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a procedure involving a transcatheter aortic valve, the valve was loaded by a nurse under supervision. Upon fluoroscopic inspection of the valve load, a notable segment of crowding was observed on the inflow portion of the valve frame. There was debate whether the crowding reached node four of the valve frame or not. The physician was not comfortable implanting the valve with the degree of crowding. The valve was not used and a new valve was loaded successfully. The delivery catheter system and loaded valve were inserted into the patient and navigated to the aortic valve in the heart. Upon the first deployment attempt, the valve was in a high implant position and significantly constrained. It was noted the patient's anatomy was "very hostile", severely calcified with extreme cusp and sinotubular junction calcium, and "resistant" to expansion. They conceded this valve would need a post-implant dilatation. Subsequently, the valve was recaptured and deployed a second time in at a slightly deeper implant for safe post-implant dilation. The post-implant balloon dilation was performed without issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: brand name: evolut fx dcs; medtronic product ID: d-evolutfx-2329 (lot: 0012558055); product type: 0195-heart valves; (B)(4); manufactured date: 2024-11-25; use by date: 2026-11-25; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.